Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a watchman access sheath (was). The shaft and tip were examined. The tip was damaged with the inner liner delaminated. There was a kink 3cm from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed 14 april 2017. It was reported that tip damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system was being advanced into the left auricle when the tip kinked. The access system was removed and exchanged for a new one to complete the procedure successfully. There were no patient complications and the patient was stable. However, device analysis revealed inner liner delamination.